Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained lioresal with a concentration of 2000 mcg/ml at a dose of 140 mcg/day. It was reported the patient had a routine pump replacement on (B)(6) 2016 for normal battery depletion and did not have any issues post-operation. The patient felt increased spasticity on (B)(6) 2016 and went to the emergency room (ER) by her home. She was transferred to another ER where her replacement was done. When she arrived, she did not have itching. She had very mild tachycardia per the hcp 105 beats per minute and mildly increased spasticity. An ultrasound of the pump revealed a small fluid collection in the pump pocket, but the hcp felt that could have been due to recent surgery. X-rays were normal, and no disconnect or fracture was seen. The hcp did a sideport access and flow was normal; therefore, all connections were felt to be attached. The plan was to increase her pump rate by 10% and see if the increase dose would take care of the mild increase in spasticity that she was feeling. The plan was for ¿d/c today¿. Also, a computed tomography (CT) myelogram was normal. It was unknown if the issue was resolved at the time of report. Additional information was received from abusiness partner. It was reported that the event involved or prolonged inpatient hospitalization. Also, the hcp felt that the patient did not have a reaction to the medication.